Event description:
The highly calcified, 95% stenosed target lesion was located in a mildly tortuous area of the mid-circumflex artery that was approximately 3mm in diameter. Three (3) treatment passes were performed on low speed. When the viperwire guide wire was removed after atherectomy, it was observed that the spring tip was detached. The spring tip was left in the patient, and the procedure was completed with a stent placement. It was stated by the physician that the guide wire break was due to user error, and they were confident that the crown of the oad had spun over the guide wire spring tip. The patient was reported to be fine following the procedure.

Manufacturer narrative:
The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. The diamondback coronary orbital atherectomy device instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." Csi ID# (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a procedure, the tip of the viperwire guide wire sheared off during use with a diamondback coronary orbital atherectomy device (oad). It was stated that the guide wire break was due to user error.